Manufacturer narrative:
The agent reported the glenosphere retaining screw head snapped off during insertion, leaving the shaft of the screw in the baseplate implant. The screw head was removed and discarded. Female 83 yrs". If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. The screw head was discarded, and the screw shaft was left in the patient (the baseplate). See the product feedback form section. D-4, therefore, the reported problem could not be confirmed. This event occurred during surgery near the patient. The components were inspected and acceptable prior to surgery. Another suitable device was available; the incident caused a 2- to 3-minute delay in surgery. A significant adverse event was reported. The surgery was completed as intended. The condition of surgical components can be determined while being used for its intended purpose. This does not indicate a product deficiency, failure, or issue. No further action is deemed necessary at this time. A review of the device history record(s) shows that the reported component, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product(s) that may have contributed to the reported event. Complaint database review showed no previous complaints against item: 508-32-103 lot no: 864c7820, across all failure code categories. The root cause for this complaint is that the glenosphere retaining screw head snapped off during insertion, leaving the shaft of the screw in the patient (the baseplate implant). There are multiple factors that are outside of the control of djo surgical that may contribute to an event. High loading of the implant beyond the limits of design, improper installation, conditions of the bone, or preparation of the bone prior to the installation of the baseplate may have a role in the screw breakage. The cause cannot be determined with certainty.

Event description:
Instrument failure - the glenosphere retaining screw head snapped off during insertion leaving the shaft of the screw in the baseplate implant.